Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic with several vf episodes of noise were detected and marked as vf. The noise was short in duration that the patient did not receive therapy. Egm showed noise on both the rv coil to can and v sense/pace. Arm movements were performed without recreating the noise. The patient was brought in for ICD change due to nearing eri and to replace the lead. However, patient was anxious and so, the surgery was postponed. Patient is being monitored